Manufacturer narrative:
Pump error 53 and pump error 4 noted in formatted history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had the error the motor arm cannot communicate with the main arm. Customer's blood glucose level was 143mg/dl. Customer was advised to disconnect from the pump and to revert to a back up plan as per healthcare professional¿s instructions until replacement receives. Insulin pump will be returned for analysis and a replacement pump will be sent.